Event description:
Rptr noted the power didn't appear to work until it reached 24% in pulse mode, and then there was a surge. Posterior capsule tear occurred toward the end of phaco. Anterior vitrectomy performed and iol implanted.